Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) touchframe. The ventilator passed self-testing.

Event description:
The customer reported icons on the display were distorted. The ventilator was not on a patient at the time of the event.